Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable as the issue is no longer reproducible. Most likely the issue is caused by a hardware issue on the epc. Investigation performed on similar cases proved that the ventilation should continued with the last applied settings and the software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible.

Event description:
It was reported to vyaire medical that a bellavista1000 us ventilator is presenting blue screen while on a patient. It was confirmed that the vent is still ventilating and alarming. Furthermore, there was no patient harm associated with this event.

Manufacturer narrative:
81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Biomed mentioned that they were able to turn the ventilator off by disconnecting the internal battery. The unit turned back on when the batteries were reconnected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.